Event description:
New information stated that the lead was capped due to high impedance on 01/31/12 and then was explanted on a later date.

Event description:
It was reported that the patient presented in-clinic after receiving a patient notification. High impedance was found. The svc vector was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted due to infection.

Manufacturer narrative:
Review of quality records. External insulation abrasion was noted at 16.3 to 16.4cm from the distal tip. The abrasion found is consistent with friction to another device.